Event description:
The patient presented to the ed complaining of dizziness. He was found to be in complete heart block (chb) with frequent pauses due to ventricular oversensing. Interrogation revealed right ventricular (rv) fidelis lead noise. Given the patient has four chronic leads; he was a candidate for rv lead extraction and implantation of a new ICD lead. The lead and ICD were explanted and a new generator and rv lead were implanted. The patient had a satisfactory outcome. Manufacturer response (as per reporter) for lead, sprint fidelis

Event description:
The patient presented to the ed complaining of dizziness. He was found to be in complete heart block (chb) with frequent pauses due to ventricular oversensing. Interrogation revealed right ventricular (rv) fidelis lead noise. Given the patient has four chronic leads; he was a candidate for rv lead extraction and implantation of a new ICD lead. The lead and ICD were explanted and a new generator and rv lead were implanted. The patient had a satisfactory outcome. Manufacturer response (as per reporter) for lead, sprint fidelis